Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Microscopic examination of the first cylinder revealed a hole in its proximal end, consistent with sharp instrument damage. In addition, the cylinder had wear at fold in the middle of its body and a hole due to wear at a fold in the distal end. This cylinder did not pass leak testing. Microscopic examination of the second cylinder identified a hole, caused by wear, in the proximal end. This cylinder also had wear at folds in the middle and distal end of its body, and a leak caused by a sharp instrument in the proximal end. The holes identified during analysis could have caused or contributed to the reported clinical observations. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis. A revision surgery was performed, during which it was noted that there was a tough capsule around pump; therefore, the physician excised the capsule and removed and replaced the pump and the cylinders. There were no further patient complications reported.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis. A revision surgery was performed, during which it was noted that there was a tough capsule around pump; therefore, the physician excised the capsule and removed and replaced the pump and the cylinders. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.